Event description:
It was reported that stent damage occurred. The target lesion had a less than 90 degrees bend. Pre-dilatation was performed leaving a 50% residual stenosis. A 3.00 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, during introduction, the distal stent strut was lifted. The procedure was completed with a non-boston scientific device. No patient complications nor injuries were reported.